Manufacturer narrative:
A follow-up report will be filed after the device is received and the quality investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that a battery leakage was discovered with the autoplex during preparation for a procedure. The patient was not exposed to the substance. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that a battery leakage was discovered with the autoplex during preparation for a procedure. The patient was not exposed to the substance. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual inspection the battery was damaged.